Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. Additional information confirmed that this lead was damaged during the replacement procedure. The physician pulled apart this lead. Another lead was implanted as replacement and the procedure was completed. No additional adverse patient effects were reported.